Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation a leak test was performed on the device, and no leaks were noted. Consequently, the user's report could not be confirmed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
An olympus representative reported that the customer's high flow insufflation unit had fluid discovered in the internal lines during device maintenance. This reported phenomenon was reported to have occurred during an unspecified procedure. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: - there is a possibility that a leak occurred in the pneumatic system because water got inside the main body. - there is a possibility that the integrated flow rate check value was out of the appropriate range because water entered the main body and the device failed. However, it is not possible to confirm the cause of the water invasion. Olympus will continue to monitor field performance for this device.